Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip detached from the mcs instrument. While removing the mcs tip, the customer noticed that the instrument's joint was broken and some pieces had fallen off. The customer immediately removed the fragments during the same surgical procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs instrument was inspected prior to use and showed no damage or abnormalities. The fragment(s) fell off during removal of the instrument removal. There was no collision with other instruments and no resistance was felt during removal of the instrument. No damage was observed to the cannula. The fragment was retrieved during the same procedure, with confirmation that all pieces were accounted for by matching them with the instrument. No additional surgical procedures or post-operative tests (such as x-rays or ultrasounds) were required, and the procedure was completed robotically without any injury to the patient or post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and found to have a broken instrument tube adapter. The broken piece was not returned and measured approximately 1.70 mm x 2.80 mm in size. An in-house mcs tip accessory was successfully installed despite the damage. Manual tip articulation was performed and passed. The grip did open and close properly when the grip knob was manually rotated. The instrument was placed on the in-house system testing and passed energy delivery. The instrument moved intuitively with full range of motion in all directions. A review of an image provided by the customer was performed. The image exhibits an sp mcs instrument with a broken tube adapter component. This is the component that accepts the mcs tip accessory.